Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial (B)(6) : product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial (B)(6), ubd: , UDI (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an external device.  The reason for call was pt reported they were having issues with their controller and the issue began today. Pt was just reimplanted with an intellis implant (pt confirmed previous implant was replaced due to normal battery depletion). Pt noted they couldn't get their controller to power on or work so pt notified medtronic representative of the issue. Pt reset the controller and the issue did not resolve. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the settings not available message displayed on the controller. Pt inserted the battery pack and confirmed controller was 100 and implant was at 100. Pt then connected the recharger cord and confirmed recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. Pt noted they missed their old implant and they hated the new implant already. Pt was escalated during the call.